Event description:
Adverse event: corneal burn. The surgeon reported a corneal burn. The wound was sutured. Additional information requested.

Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation. The company sales representative was on site to review the settings and technique with the surgeon. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)